Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: (B)(6) 2019. B5: no new information to report. G4: 13 nov 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H6: method, results, conclusion. H10: manufacturer narrative. The reported device was not returned for evaluation. The reported condition of a fractured implant was confirmed using images returned by the customer. The implant is confirmed to be fractured at the collar. A device history record (DHR) could not be completed as the device lot number is unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed as the item and lot of the device are unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown. Age and date of birth unknown. Patient sex unknown. Weight unknown. Date of event unknown. Brand name unknown. Catalog number and lot number unknown. Email address unknown. PMA/510(k) number unknown. Device not returned.

Event description:
It was reported that the implant fractured and remains implanted. Tooth location 30.